Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer questioned results for 3 patient samples tested for ise indirect na, ci for gen.2 on a cobas 6000 c (501) module. Based on the information provided, the na results for 1 patient were discrepant. The initial na result was 150 mmol/l. This result was reported outside of the laboratory. The sample was repeated on a different c501 module and the result was 143 mmol/l. This result was considered to be correct and was reported outside of the laboratory. No adverse event occurred. The na electrode lot number and expiration date were not provided. The field service engineer (fse) visited the customer site and identified a leak in the electrode cage. The fse removed all of the electrodes and cleaned them. The fse found that the lever for the ise lock was not locked all the way. This was adjusted. Precision check was performed with qc material and all results were within the acceptable range. The investigation determined that the issue found by the fse was the root cause of the event.